Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e601 analyzer. The customer stated there were a few samples that gave discrepant hcgb results, but the exact number was not provided. The customer provided data for three patients with discrepant results. The first patient's initial hcgb result was <0.1 miu/ml. The repeat result was 6693 miu/ml. It was unknown if either result was reported outside the laboratory. It was unknown if the patient was adversely affected. The customer did not provide any additional information pertaining to this event. Further investigation was not performed. Preventative maintenance was performed on (B)(6) 2013. An assay performance check was done that was acceptable. The field service engineer changed the measuring cell and sipper probe. Additional maintenance activities were performed on the analyzer. On (B)(6) 2013, the second patient, a (B)(6) female, had an initial hcgb result of 0.125 miu/ml. The repeat result was 5114 miu/ml and it was reported outside the laboratory. It was unknown if the patient was adversely affected by this event. On (B)(6) 2013, the third patient's initial hcgb result was 10000 miu/ml accompanied by a data flag. The first repeat result was 10000 miu/ml accompanied by a data flag. The sample was diluted 1:100 and the result was 16010 miu/ml. It was unknown if any of the results were reported outside the laboratory. It was unknown if the patient was adversely affected by this event. The hcgb reagent lot number was 169563 and the expiration date was not provided. A definitive root cause could not be determined with the information provided. The calibration results were within the expected range with some variation. The quality control results were within range. A general reagent issue could not be found. It was noted the customer was not following the tube manufacturer's recommended centrifugation specifications. The performance testing data was within specification and the alarm trace did not show any problems. It was noted the customer was not using the recommended rack adaptors.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
(B)(4).